Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint of repeated error 22003 was confirmed based on the field evaluation. The fse replaced the position sensor to resolve the issue. The system was tested and verified as ready for use. The affected part #146822-01 involved with this complaint is a field scrap item and will not be returning to isi for further investigation. A review of the remotefe procedure log showed the listed console surgeon performed this low anterior resection surgical procedure on (B)(6) 2022 via system serial #(B)(4). No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the user converted to laparoscopic surgery after the start of the procedure due to repeated non-recoverable error. Complaint investigation confirmed that the field service engineer (fse) replaced the position sensor to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the customer informed the technical support engineer (tse) that non-recoverable error 22003 occurred on arm 3. The customer power cycled the system with emergency power off (epo), but the issue persisted. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed-up with the initial reporter and obtained the following additional information: the issue occurred prior to starting the procedure-post anesthesia. Ports were placed. The surgeon converted the procedure to laparoscopic surgery due to system malfunction. There was no injury to the patient, and there was no post-operative complication.